Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a surgery to remove an fns (femoral neck system) because they were getting a total hip replacement. During the fns removal surgery, the head of the driver completely bent and broke. Because of this, they had to cut the bottom of the plate from the bolt and use pliers to remove the stripped screw and remaining plate from the patient. The screw was cold welded to the plate. The hardware was successfully removed. The surgery was delayed by approximately 20 minutes due to the event. This report involves one t25 stardrive screwdriver shaft 241mm. This complaint is related to (B)(4). This is report 1 of 1 for (B)(4).